Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes tube broke during centrifugation. The following information was provided by the initial reporter. The customer stated: ¿bd vacutainer® sst¿ ii avance tube broke during centrifugation. The tube was being centrfuged in bucket centrifuge at 4000 rpms for 10 minutes."

Manufacturer narrative:
Investigation summary: material #: 367955. Lot/batch #: 1314653. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damage that could cause breakage as all samples met specifications. Another four (4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to breakage during centrifugation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.